Event description:
A device report from synthes (B)(4) provides information from a facility in (B)(6) regarding a distraction sleeve. It was reported that the distraction sleeve would not fit the wire. The 8 mm distraction sleeve would not fit over the back of the 3.2 mm guide wire and consequently the operation was going to be aborted. Upon examination of the distraction sleeve, it appeared that the problem was at the front, pointed end of the sleeve as the guide wire could be inserted into the back end of the distraction sleeve although there was no visual evidence of the distraction sleeve being deformed at its pointed end, the hole looked circular. The problem was resolved by inserting a cleaning brush into the distraction sleeve and using this to dilate the pointed end of the dilation tube until the tube could be pushed over the guide wire. This is report #3 of 3 for the same event.

Manufacturer narrative:
The device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing documents were reviewed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Tests with the returned wires have shown that both are able to be inserted into the sleeve, not that smooth though as they are a bit worn. A new wire was tried too with no problems at all. Therefore we can say that the function of the sleeve is given. We can only suppose that there may have been some residues left after sterilization or even during this procedure. The manufacturing documents were reviewed and no discrepancies to the specifications where found. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. No product fault could be detected.